Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the probe did not actuate during a procedure. The doctor used scissors to complete the procedure with no patient harm. The aspiration function is unknown.

Event description:
Additional information from customer indicates that the vitreous came out during the procedure. And one of reasons the probe was not actuating is because the staff didn¿t know the machine settings. The patient was transported to another facility to complete the procedure with no patient harm.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. One opened probe was received with a tip protector, in a bubble bag, for the report of did not actuate. The sample was visually inspected and was found to be non-conforming with a bent needle. The sample was then functionally tested for actuation, aspiration, and cut and was found conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The sample evaluation indicated that the probe had a bent needle, however, all functional testing was found to be conforming. Therefore an actuation issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the probe was manufactured to specifications. All probes are 100% visually inspected for bent needles by trained operators and are 100% tested for actuation, cut, and actuation during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).